Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial drain. During the mapping phase, post-transseptal puncture, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed and yielded 600-700 cc of fluid over 4 hours. Patient was reported to be in stable condition in the intensive care unit. Patient¿s condition worsened, as a pericardiocentesis and a pericardial drain was required to stabilize the blood pressure. Patient required extended hospitalization as a result of the adverse event. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was most likely caused by the transseptal puncture. Transseptal puncture was performed with a boston scientific transseptal needle (unspecified). Sheath in use was a non-bwi product. Generator parameters, overall ablation time, and last ablation cycle time at the site of injury were not reported, as no radiofrequency ablation was performed. Irrigated catheter flow was set at 2ml/min during mapping. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was not zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.